Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sigma iq spectrum pump had vasopressors running and was showing fluid infused but the fluid level in the intravenous (IV) bag stayed the same. The nurse changed the IV tubing and then had to change the IV pumps. The blood pressure of the patient was reported to have fluctuated due to the delay of therapy, however no additional details were provided. The event happened in surgical intensive care unit.